Manufacturer narrative:
Analysis of the ins found no anomaly.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. It was reported that the healthcare professional (hcp) had difficulty inserting the lead into the implantable neurostimulator (ins). The lead was from the trial, since two weeks prior to the report. It was confirmed that the header bore was clear and the set screw was backed out of the bore by 1/2 to 3/4 turn. There seemed to be something in the header block that might have been blocking the lead entry, but they weren't sure. Rotating the ins while inserting the lead didn't resolve the issue. Since the hcp couldn't insert the lead into the ins and the lead looked fine, another ins was used. The lead fit into the header perfectly and the problem was solved. There were no symptoms reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.